Event description:
It was reported that infection of the pocket led to entire system removal. No further patient complications were reported as a result of this event. The patient was pacer dependent and the analyzer was used for backup pacing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed). Full lead returned and analyzed.